Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she has been experiencing high blood glucose and has had to treat with manual injections. The customer stated she woke up and blood glucose was over 600 mg/dl. She changed the set 3 or 4 times and was still high. Current blood glucose was 513 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Insulin is not expired and cannula was strait. Customer declined to check for set issues. Setting are correct and bolus history is accurate. Customer was advised to call back when receiving the tubing clamp to complete the high pressure test.